Event description:
Particle was found in employee media fill vial. Particle was "salt-like". We have been seeing various particles/floaties in employee media fills. We have sent samples to the empty bag back to manufacture for investigation of particulates found. Common item used in both vial and bag media fills is the tryptic soy broth used. Tsb vials manufacture: hardy lot # 622289, exp: 10-30-2024.